Event description:
The customer contact reported that the device powered off by itself while on ac power. The device was returned to the biomedical department with an unsigned note that stated, "pump keeps turning off even when plugged in". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device/pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.